Event description:
A customer reported an altitude alarm issue with their insulin pump, which caused a suspension of insulin delivery. There was no adverse impact on the customer's blood glucose level. The customer attempted several corrective measures under the guidance of technical support, including cleaning the speaker holes and replacing the cartridge, but the alarm persisted. Consequently, technical support decided to send a replacement pump and cartridge. The customer was instructed to switch to an alternate insulin delivery method, mdi, until the replacement arrived and to return the malfunctioning pump to avoid charges.